Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplement report.

Event description:
The patient reported that she does not believe that she is receiving the correct amount of basal insulin on her infusion device. Her blood glucose measured 18.7-25.7 mmol/l (337-463 mg/dl) for 3 days in 2009. Her normal blood glucose level is 12 mmol/l (216 mg/dl). No further information is available. She was advised by her diabetes nurse to use an insulin pen instead of the infusion device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.